Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Applicable. Device evaluated by bd service.

Event description:
It was reported that there was notification of a fire in a patient room involving a customer owned heater attached to a customer owned vent. The devices were in the room at the time of the fire but there was no patient incident or injury reported with the devices. There was patient involvement but no harm.